Event description:
Note: this report is for one of eleven boston scientific corporation (bsc) devices used during this procedure. Please reference MDR# 3005099803-2012-06224 for the parent device. It was reported to bsc that a3.8mm x 330mm ultrasound probe was used for a percutaneous nephrolithotomy (pcnl) was performed on (B)(6) 2012. During the procedure, the physician noted that the patient's blood pressure dropped suddenly. She bled 'profusely.' The patient, whose age was reported to be 'in her 50's,' had other co-morbidities (specifics unknown). She died the following day, 0(B)(6) 2012. There were no reported defects or malfunctions with the bsc device. Several attempts were made by dr (B)(4) of bsc global medical safety to speak with the surgeon involved in the case, dr (B)(6). Today, (B)(6) 2013, dr (B)(6) responded that he would provide no further information regarding this case. The physician has not responded to several requests for additional information.